Event description:
It was reported that during a laparoscopic esophagectomy procedure, the device was locked out even though the orange indicator did not show. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended but at each firing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. Please note that this condition is unrelated with the event reported. In addition the device locked out as intended with the orange indicator completely visible after the last firing. A design change was implemented to minimize the occurrence of opening issues. Please note the returned device was manufactured prior to the implementation of this change. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.